Manufacturer narrative:
Per the user guide: this alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off safety alarm in the morning. The alarm was valid and occurred while the customer was still sleeping at 9:18 am. Blood glucose (bg) was 100 mg/dl. Tandem technical support (cts) educated the customer on how the alarm was activated. The contact acknowledged the information. The customer also had a bg of 393 mg/dl with a small level of ketones and the cause was not known. As the customer was not feeling well, the contact assisted the customer with administering an insulin injection to address the bg. A pump system check was performed and no device issue was identified. The contact changed out the infusion set site and insulin delivery was resumed.